Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check with tandem technical support, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. In addition, the pump time and date was incorrect. Customer reported a "high" blood glucose (bg) level. A correction bolus via the pump was delivered to address bg. The customer was subsequently admitted to the hospital on (B)(6) 2021 with a high blood glucose (bg) level of 668 mg/dl, vomiting, and diabetic ketoacidosis. Intravenous insulin and saline were administered and customer was released from hospital on (B)(6) 2021 with no permanent damage. Customer reverted to an alternate method of insulin therapy.